Manufacturer narrative:
Manufacturers investigation of the returned device and manufacturing records found no failures or nonconformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the eye care provider, limited information has been made available. It's reported that the patient was experiencing irritation and sought medical attention from their eye care provider who reportedly treated the patient for an infection and inflammation. The also patient states to have visited an unspecified hospital twice for the irritation twice prior, but has declined to provide any additional information to the manufacturer or their eye care provider. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the alleged infection with a lack of medical information, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.